Manufacturer narrative:
On site investigation was conducted by an intuitive surgical inc. (Isi) technical field specialist (tfs). The tfs was able to reproduce/ confirm the customer reported issue on the right mtm. The right mtm gimbal was replaced to repair the system. Failure analysis received the part and also replicated the field reported error. Axis 3 failed the check sensor test with an intermittent spike in the jitter plot. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci mitral valve repair procedure, a system error occurred. Intuitive surgical, inc. (Isi) contacted the customer to obtain additional information. The site had contacted technical support for assistance. It was determined that the system error was related to the right master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The surgeon decided to convert the planned procedure to laparoscopic surgery due to the system error. There was no patient harm, adverse outcome or injury reported.